Manufacturer narrative:
The malfunction was duplicated and attributed to the battery.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device delivered a reported "five or six" shocks to the patient, and then shut down when attempting to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the battery in use during the incident was a reported five years old and ac power was not used.